Event description:
Pt status post zero-p implantation in approximately (B)(6) 2011 returned to surgeon. X-rays showed one screw was backing out of the implant at c6. Pt is asymptomatic and surgeon is monitoring the pt. Surgeon has no plan for revision at this time. This is one of two reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
.